Manufacturer narrative:
.

Event description:
The customer stated there was a speaker malfunction inop error message on the mx40.the device was in use on a patient. There was no report of a patient injury or harm.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer stated there was a speaker malfunction inop error message on the mx40.there was no report of a patient injury or harm.